Event description:
It was reported by the patient that they had been hospitalized for fluid built up as a result of their patient electronics device not working properly. Additional information has been requested.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the merlin logs confirmed that physiological readings were sent successfully in subsequent days after the event date, indicating that the issue was resolved. Multiple attempts were made but additional information could not be obtained from the healthcare provider.